Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but was not available. Section d6b: if explanted, give date: not applicable as the device remains implanted device evaluation: no lens was returned for evaluation as it remains implanted. The complaint simplicity was received inside a plastic bag. A haptic was received stuck to the handpiece. Visual inspection was performed under magnification revealing that one haptic was received stuck to the complaint simplicity handpiece. The haptic was cleaned and inspected and no issues were identified. The complaint simplicity was visually inspected and no issues that could cause or contribute to the compliant issue was observed. The complaint issue "haptic length issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this production order number. Conclusion: based on the investigation, no malfunction or product deficiency was identified. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics was not complete and the lens was implanted in the patient's left eye with a shorter haptic. Patient was corrected for near vision and is happy. It was noted that the lens was in position and stable to stay in the eye and remains implanted. The doctor followed up next day indicated that the lens was in place and had not moved. There were no interventions and no patient injury reported. Visual acuity pre-operative: best corrected (bc) 20/40, glare 20/400 in right eye (od). Visual acuity post-operative 20/20 both eyes (ou). The outcome was good, the patient is doing great at 1-month post-op visit and the lens is still situated securely in the capsular bag. The cataract surgery on the other eye of patient was done the following week with no issues. The account is not sure if the haptic was short or not. No further information was reported.